Event description:
The customer reported that the alarms "were not working". No pt harm was reported.

Manufacturer narrative:
(B)(4). The user reported that the ECG alarms were not working. According to the user, the monitor was set to pulse source. Per the instructions for use manual (IFU) if you select pulse as the active alarm source, the monitor will prompt you to confirm your choice. Be aware that if you select pulse as the alarm source, all arrhythmia and ECG hr alarms are switched off. The cause of the reported issue with the alarms was the user configuration of the bedside monitor. No pt harm was reported. No further investigation or action is warranted.